Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30655. It was reported the patient lost paresthesia in the correct body area during a trial implant procedure on (B)(6) 2020. As a result, the physician placed the patient back in the surgical table and replaced both trial leads. Reportedly, the issue was resolved and patient received paresthesia at the correct body area with one newly implanted trial lead.